Event description:
A representative from the distributor reported, "there was a malfunction; device delivered big volume to patient lungs. This was the reason of patient death. I should clearly explain that in 2007, in the morning at 6:16, patient waked up and told with her daughter at 6:30, she seemed very good. Two hours later, approximately at 8:15, death of patient was noticed. As relative of patient said at that time, they tried to turn off ventilator but they could not success. Then they disconnected a/c power adopter from ventilator, and ventilator was allowed to operate with internal battery until battery was deeply discharged. They called us and said there was a defect on device. Firstly, they did not say anything about patient death while we finished performance test and informed them about result of test as there was no malfunction on device, they informed us that patient has died. We ensure you that when we connected a/c power adopter, automatically, ventilator started to re-operate. All performance tests were applied and ventilator passed. There was no defectiveness. Only we noticed that caps lock was active and we thought maybe relative of patient could not turn off ventilator because of caps lock."